Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Reportedly, the cartridge set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Customer administered a correction injection to address the bg.